Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Although the exact timing of the events was not provided, procedural factors (manipulation of the devices), in addition to patient factors (valvular and leaflet calcification) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for the article: stragier, h., dubois, c., verbrugghe, p., jacobs, s., adriaenssens, t. General anesthesia versus monitored anesthesia care for transfemoral transcatheter aortic valve implantation: a retrospective study in a single belgian referral center. Journal of cardiothoracic and vascular anesthesia (2019). Https://www.sciencedirect.com/science/article/pii/s1053077019305804. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, "general anesthesia versus monitored anesthesia care for transfemoral transcatheter aortic valve implantation: a retrospective study in a single belgian referral center", the objective of the study was to compare the effect of general anesthesia (ga) versus monitored anesthesia care (mac) on postinterventional outcomes in patients undergoing transfemoral transcatheter aortic valve implantation (tavi). In a single (B)(6) referral center, all patients undergoing transfemoral tavi from march 1, 2014, to december 31, 2017, were included. In all procedures, the edwards sapien xt or the sapien 3 tavi valve systems was used. The patients were divided into the following 2 groups for analysis: patients who received ga for their procedure (before april 2016) and patients who underwent their procedure with mac (after april 2016). From april 2016 until september 2016 there was a short overlap period during which the procedure was performed with the option of either ga or mac. Patients in the mac group with conversion to ga were analyzed in their original cohort. In the mac group, the incidence of periprocedural myocardial infarction, as defined by an at least 3-fold elevation in baseline creatine kinase -muscle/brain (ck-mb), was significantly lower than that of the ga group. Myocardial infarction occurred in 5 patients in the ga group. The exact timing of the reported myocardial infarction events was not provided.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-04845 and related manufacturer report no: 2015691-2019-04846.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.